Manufacturer narrative:
No case logs were submitted, so a formal investigation could not be performed. It was reported by a globus medical representative that one implant was misplaced laterally during the procedure. This can be indicative of skiving. Skiving can lead to the misplacement of implants. Any excessive force present on the loadcell is likely the result of instrument skiving that was detected while a tool is inserted into the end effector. Ultimately, the implant was replaced intraoperatively using traditional methods and the case was completed and no adverse effects to the patient were reported. This evaluation has been completed without associated case logs and there are no associated work order or part returns. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, which is lower than the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported that during a revision case with the surgeon we had a screw placed laterally of the intended planned screw, the screw that was placed laterally was the left l3 screw. We also had some difficulty with motion on the merge, which was surprising because the patient had previously implanted hardware which usually makes the process easier. The laterally placed screw was backed out and re-directed manually without the robot. None of this caused any issues with the patient or procedure. The surgeon has requested that the calibration of the robot be checked.